Manufacturer narrative:
G4 - additional premarket / 510(k): k170636. Device evaluated by MFR: the guidewire was returned, and it was observed that it was detached/peeled at polymer jacket and bent at distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that the coating issue occurred. A 180x25cm fathom -16 guidewire was used for transarterial embolization procedure. During the procedure, the physician encountered resistance while advancing the microcatheter through the fathom wire. The physician withdrew both the wire and microcatheter and suspecting that the wire coating had split due to an uneven surface. The procedure was completed with the another of the same device. No patient complications were reported.

Event description:
It was reported that the coating issue occurred. A 180x25cm fathom -16 guidewire was used for transarterial embolization procedure. During the procedure, the physician encountered resistance while advancing the microcatheter through the fathom wire. The physician withdrew both the wire and microcatheter and suspecting that the wire coating had split due to an uneven surface. The procedure was completed with the another of the same device. No patient complications were reported.

Manufacturer narrative:
G4 - additional premarket / 510(k): k170636